Event description:
Adverse event: "no patient injury reported" (no consequences or impact to patient). Product problems: "system message displayed" (device displays error message); "depressed the footswitch and got nothing" (device operates differently than expected). A customer reported having continued problems with the footswitch after replacing the footswitch. System messages were received during a case, resulting in a delay while the system was rebooted. Additional information was requested. Additional information was received: the customer reported that the system message was received before the start of the case, but the messages were cleared after reboot was done. During the case, the surgeon depressed the footswitch and got no response. The system was rebooted again and the case was finished with less than a 10 minute delay. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system. The footswitch interfaced pcb and cable were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).